Event description:
Customer's mother reported that customer was in the hospital due to not getting emergency supplies. It was reported that customer's blood glucose was below 30 mg/dl which caused him to fall and break a few bones. Caller was very frustrated and will resolve billing issues for supplies with healthcare provider's office.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.